Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity in the left anterior descending (lad) coronary artery. Under fluoroscopy, a marker could be seen on the versaturn guide wire where there is no marker placement. There was no resistance noted due to the marker noted during the procedure. Outside the patient anatomy, a marker was confirmed to be on the guide wire. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.